Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 (mg/dl). A correction bolus was delivered to address bg level. Reportedly, customer is scheduled to meet with their health care provider to refine pump settings. Troubleshooting with tandem technical support was declined; therefore, no additional information was provided.